Event description:
It was reported that a pt underwent an obturator sling procedure in 2008. The procedure was successfully completed with the device that the surgeon reported was softer than normal. There were no adverse pt consequences. Currently, the pt's condition is good.

Manufacturer narrative:
Plastic tube damage/breakage - conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00564. The same pt is represented in each medwatch.